Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. No evidence of overheating was found and the reported issue of a burning smell was not duplicated. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noticed a burning smell coming from inside of a homechoice during drain two of six of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative assisted the patient with ending therapy. There was no visible fire or smoke. There was no patient injury or medical intervention associated with this event. No additional information is available.